Manufacturer narrative:
The case reports the device delivering an insulin bolus dose of 8 units that was not requested by the patient. No specific symptoms were reported, and the patient consumed sugar tablets to increase blood sugar and was brought to the ER for assessment. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log file confirms the delivery of the 8u bolus and shows that the confirm bolus button was pressed in order to deliver the bolus. Inspection of the engineering logs show that the controller was interacted in order to enter the bolus calculator and no carbs or blood glucose (bg) value was entered. The total bolus text was then changed to 8, before the confirm and start bolus buttons were pressed in order to initiate the bolus. The bolus history shows that this bolus contained 8u of user adjusted bolus volume. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. The log files show that the controller was interacted with in order to program and deliver the bolus. No evidence of an uncommanded bolus was observed in the log files.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported at 8:10 a bolus was given when the patient ate popcorn. The patient's blood glucose (bg) levels were 11.7 mmol/l (210.6 mg/dl) and the bolus suggestion was 1.3 units. At 8:16 the controller delivered a bolus of 8 units with no carbs or bg levels entered. The lg stated there were 11 units of insulin on board (iob) and the bg levels were 13.2 mmol/l (237.6 mg/dl) and trending down. 3 glucose tablets were given to the patient by the lg and they were taken to the emergency room where their vitals and blood pressure was taken. The patient was released after 2 hours.